Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the devices were out of specification. The most probable root cause is user error: not installing the implants fully across the si joint. Additionally, per the surgical technique manual, the surgeon is instructed as follows: "prior to closure, always obtain final fluoroscopic images in the lateral, inlet, and outlet views to confirm no cortical wall breach, foramen breach, or other malposition." Part number, lot number, manufacturing date, expiration date and gtin number: 1st (superior): ifuse-3d implant, p/n 7050m-90, lot# 2691821, mfd. 07/12/2019, exp. 2024-07-12, (B)(4). 2nd (middle): ifuse implant, p/n 7030m-90, lot# 494598, mfd. 02/07/2020, exp. 2025-02-07, (B)(4). 3rd (inferior): ifuse implant, p/n 7040m-90, lot# 2691801, mfd. 07/12/2019, exp. 2024-07-12, (B)(4).

Event description:
The patient had left si joint arthrodesis in (B)(6) 2020 where three implants were installed. The patient later reported to a new surgeon with complaints of a recurrence of severe si joint pain and buttock pain. The surgeon determined that the middle and inferior positioned implants were not positioned fully across the si joint. In (B)(6) 2021, the surgeon performed a revision procedure where he removed all three implants using chisels. Patient did not want any new implants. Bmp and bone graft were added to the explant voids. The status of the patient following the revision procedure is not known.